Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
There were sufficient directions it just didn't fit all that well. I wear it nightly and am surprised to find after just 4 weeks it is falling apart and is not very comfortable. I really like the blue coloring of the dental protector. It makes it easier to see the imprint of your teeth. The soft and hard plastic part separate really easy so I'm very upset it is completely falling apart.